Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the an unspecified stent had be implanted in the left anterior descending artery (lad) to the left main (lm) artery due to a dissection in the lm. A 3.0x23mm xience pros stent delivery system (sds) was advanced through the lm to stent the circumflex as the dissection had spread from lm; however, before deployment it was noted that a longer stent was needed as the stent would land in an area of heavily lipid plaque. Therefore, the sds was attempted to be removed; however, the stent became caught on the previously implanted stent and the xience pros stent dislodged. After four plus hours the floating stent was able to be removed via snare. An unspecified device was used to cover the dissection. There was no adverse patient sequela and patient was sent to intensive care for recovery. No additional information was provided.

Manufacturer narrative:
A visual analysis was performed on the returned stent. The reported stent dislodgement was confirmed. The reported difficulty to remove could not be tested as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) was advanced to the lesion. Prior to deployment, it was determined that a longer stent was needed. During the attempt to withdraw the sds, the stent became caught with the previously implanted stent and dislodged. Analysis of the returned device confirmed the reported stent dislodgement. In this case it is likely, that the interaction with the previously implanted stent contributed to the reported difficulty to remove and subsequent stent dislodgement. Additionally, it was reported that the dislodged stent was retrieved using a snare device from the patient¿s lesion. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated. D2a correction: common device name updated.